Event description:
It was reported that the customer had high blood glucose levels (400 mg/dl). Pump passed delivery system check. Customer took a humalog shot to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.